Event description:
It was reported that the first trial was cervical placement and the needle kept coming out so they discontinued that trial. (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).